Event description:
I had lasik eye surgery performed on both my right and left eyes on (B)(6) 2018 at (B)(6) eye center, (B)(6). It was done by dr. (B)(6). I was (B)(6) years old at the time. My (B)(6) birthday was 4 months later on (B)(6) 2019. Dr. (B)(6) told me at the time that I had the early beginnings of cataracts in both eyes. But he emphatically said that this was no reason not to have lasik done. He did not recommend that I get a second opinion or see a cataract surgeon (dr. (B)(6) specializes only in lasik). After a few months of improvement, my vision began to get worse. I began to have "double vision" and if I focused on things close-up such as my cell phone for long periods of time, the double vision became worse and would last for hours. I went back for a follow up examination in (B)(6) 2019. I was not told that cataracts had gotten bigger in either eye. However, when I got another examination on (B)(6) 2020 (exactly 17 months - to the day - after the surgery was performed on (B)(6) 2018), dr. (B)(6) informed me that the cataract in my right eye had 'grown very fast' and that 'there was no way for him to know that it would grow fast' when he did the surgery. In retrospect, I do not believe that dr. (B)(6) acted in my best interests as a patient. I was offered a $500 discount if I did the surgery that same day ((B)(6) 2018) - which I accepted. This was a poor decision on my part. And I believe it is a poor practice on (B)(6) eye center's / dr. (B)(6)'s part. I got back advice from dr. (B)(6) about getting lasik surgery on (B)(6) 2018. I was almost (B)(6) years old and, per dr. (B)(6), had beginning cataracts in both eyes at that time. Neither he or myself knew how long those cataracts had been there. He didn't ask me for medical records from prior eye examinations to try and get a history of the cataracts. He didn't suggest or recommend getting a 2nd opinion. When I saw a cataract surgeon three weeks later ((B)(6) 2020), he told me, "you were (B)(6) years old with cataracts in both eyes. I would have never recommended lasik on you. I would have recommended cataract surgery." He was emphatic about it. It wasn't a device, it was a procedure. FDA safety report ID# (B)(4).